Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that per the ventricular assist device (vad) coordinator the patient was admitted following labs showing a drop in hemoglobin (hgb) over six days from 10.1 to 6.6. Upon admission, repeat hgb was 6.0. The patient was transfused a total of one unit packed red blood cells (prbc) during the hospitalization. Anticoagulation was stopped. Upper endoscopy (egd), c-scope, and video capsule endoscopy were negative for any active bleeding. During the hospitalization, the patient's hgb stabilized. The patient was challenged with anticoagulation and was discharged home on (B)(6) 2017. No changes were made to the anticoagulation regimen. To date, the patient is doing well with no further bleeding issues. No further information has been provided. It was further reported that the source of the bleeding was unknown, however the guaiac test was positive for stool bleeding. The patient was on warfarin and aspirin at the time of the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that per the ventricular assist device (vad) coordinator the patient was admitted following labs showing a drop in hemoglobin (hgb) over six days from 10.1 to 6.6. Upon admission, repeat hgb was 6.0.  The patient was transfused a total of one unit packed red blood cells (prbc) during the hospitalization.  Anticoagulation was stopped.  Upper endoscopy (egd), c-scope, and video capsule endoscopy were negative for any active bleeding.  During the hospitalization, the patient's hgb stabilized.  The patient was challenged with anticoagulation and was discharged home on (B)(6) 2017.  No changes were made to the anticoagulation regimen.  To date, the patient is doing well with no further bleeding issues. No further information has been provided.